Event description:
The reporter stated, "I am very upset. I was in the hospital for over 1 month with a (B)(6) because of this device." After installation everything was okay until (B)(6) when the device shifted and the wires were protruding. The insertion site was black and blue. The primary doctor said there is an infection and the right side of the implant felt warm to the touch. Patient was placed on antibiotics. (Surgery performed at (B)(6) by dr. (B)(6)) the infection was uncontrolled so the reporter was seen by a neurosurgeon. Patient notified medtronic's representative, (B)(6), who was not helpful. Dr. (B)(6) was now transferring surgical privileges to (B)(6) hospital from (B)(6) hospital. Surgery cannot be performed because he is without surgical privileges. Patient saw another physician who said it was dr. (B)(6) problem to fix. Dr. (B)(6) did not get surgical privileges until (B)(6). The device was removed (B)(6) after being told that there is a (B)(6). The reporter was in rehab for another month. Also upset that the device is lost. Patient was told the microbionics department at (B)(6) discarded the stimulator. No one is answering the patient's questions. Reporter would like to know how they can destroy the device and not be responsible. Due to not having the stimulator he is unable to file a legal claim. The reporter is also asking if the FDA can send him the results of this investigation when completed.